Manufacturer narrative:
(B)(4). Received one 2416 corrugated comfort flo remote temp port for investigation. Upon receipt a visual inspection was performed on the column, 2416 heated high flow vent circuit and a high pressure release valve. No product abuse/misuse/damage noted. Functional testing of the returned sample was as follows: the check valve discs in all three valves would move as the column valves were turned from one side to the other, showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. In the same manner the column to bottle valve was confirmed as operating as intended as all valves opened and closed freely indicating nothing was occluding the water flow. The column was placed into a test neptune (serial # (B)(4)) the neptune was turned on with parameters set at non-invasive, 37 -c. Other remarks: within three minutes the low water level lamp displayed indicating the float in the column was fully functional. The returned column was connected to a concha water bottle in the correct position. Both water pins were punctured in the upper and lower tubes of the concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The column was connected to the returned 2416 comfort flo circuit and with the returned 2411-04 neonate cannula using 3lpm of air flow. The infant cannula was disconnected with no water level increase into the circuit. The infant cannula was reconnected to 3lpm of compressed air. The nasal nares were occluded allowing the pressure to build in the bottle until the comfort flo relief valve (also returned with the sample) actuated representing the worst case back pressure for the system. The airflow was then disconnected allowing the water bottle air pressure to escape through the column without pushing the column water level up to the circuit, thus functioning appropriately. Device history record based on the lot number reported was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The complaint cannot be confirmed. Functional testing has confirmed no fault found with comfort flow system. No corrective/preventative actions will be assigned. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint states: respiratory therapist noticed water bubbling at the top of the concha column. Rt also noticed that the concha water cube was bulging more than normal. The system was set at 4 lpm. The patient was receiving high flow nasal cannula therapy. Rt replaced circuit and column. There was no patient injury or consequence reported. Patient condition reported as fine.